Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the leak test. All of the buttons are responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's act button was damaged. The customer was afraid the insulin pump was not waterproof anymore. Customer's blood glucose level was 9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.